Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the leak issue could not be determined. It is possible that the cleaning and disinfection process was performed with the cleaning tubing inserted into the cleaning machine, which may have caused the acecide to leak out of the cleaning tank during the disinfection process. The cleaning and disinfection of the device with the cleaning tube between the top cover and the tube may have resulted in inadequate cleaning and disinfection. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿when closing the cleaning cover, be careful not to pinch the cleaning tube, etc., and be careful that the holding net, cleaning case, etc., do not touch the cleaning cover.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that while using the endoscope reprocessor, a power outage occurred at the facility. The circuit breaker around the washing machine had tripped for about one (1) minute. The customer reinserted the breaker, and the device recovered. Since only the power supply around the device was used, there was no effect on any planned cases, and no patient cases were affected. During the power outage, the endoscope reprocessor and acedice (liquid chemical germicide) disinfectant was being heated. Once the power was restored and the device was inspected, the facility staff confirmed that acedice liquid had leaked under the endoscope reprocessor device. When the person in charge visited the facility, it was confirmed that the cause of the power outage was acedice liquid. While the liquid was being heated, the cleaning tube on the reprocessor device was between the top cover, and was noted that the acecide liquid leaked from there. The breaker had then tripped, resulting in no power and the acedice liquid leaking onto the floor. The internal and operational aspects of the endoscope reprocessor were checked, and it was confirmed that there were no problems and no health hazards for facility staff. The facility staff was instructed not to touch the leaked aceside liquid directly and, if it was a small amount, wear rubber gloves to wipe it off so that the liquid does not spread.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section g2 was corrected to accurately indicate that the initial reporter is a healthcare professional, as mentioned in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the acecide leak issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿when closing the lid, be careful not to get it caught between the connecting tube and the endoscope, and make sure the retaining rack and washing case are not touching the lid. Reprocessing while the connecting tube was caught by the lid could lead to insufficient reprocessing of the endoscope. ¿ olympus will continue to monitor field performance for this device.